Event description:
Material # 309659, batch # 3212670. It was reported by customer that when needing to use on sub out port, syringe does not securely attach to micro clave, resulting in medication leaking and syringe detachment, resulting in a potential for an adverse. Verbatim: rcc received a complaint via email. Email(s) attached. When needing to use on sub out port, syringe does not securely attach to micro-clave, resulting in medication leaking and syringe detachment, resulting in a potential for an adverse. Cat# of product being complained: 309659. Description of product: syringe tuberculin l/sl st 1ml disp clr scale 200ea/bx 8bx/ca. Lot number: 3212670.

Manufacturer narrative:
Since no samples displaying the reported condition were received, a potential root cause could not be defined, and corrective actions are unnecessary. A physical sample is required for a more thorough evaluation and potential root cause determination.

Event description:
Material # 309659. Batch # 3212670. It was reported that the bd luer-lok had leakage at the luer connection. The following information was provided by the initial reporter: "when needing to use on sub out port, syringe does not securely attach to micro clave, resulting in medication leaking and syringe detachment, resulting in a potential for an adverse." Verbatim: rcc received a complaint via email. Email(s) attached. When needing to use on sub out port, syringe does not securely attach to micro-clave, resulting in medication leaking and syringe detachment, resulting in a potential for an adverse. Cat# of product being complained: 309659. Description of product: syringe tuberculin l/sl st 1ml disp clr scale 200ea/bx 8bx/ca lot number: 3212670.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.